Manufacturer narrative:
The cartridge is contraindicated for use with products other than humalog® and novolog®. During follow up with the customer, the customer verified that bg levels had dropped back down to target. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels all day and did not know why. Elevated bgs were treated by changing out the insertion site, and administering a correction. There were no issues found during troubleshooting with tandem technical support, however it was determined that the customer was using aspart (a man-made insulin), instead of the recommended brands of insulin. The customer was advised that the pump has only been tested for use with novolog and humalog.